Event description:
Customer reported that their pump battery would not charge and the pump screen remained unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try various troubleshooting steps, but the issue persisted. As a corrective action, technical support arranged for the pump to be replaced and guided the customer on how to store and return the defective unit. The customer switched to multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.